Manufacturer narrative:
Device evaluation: a total of thirty-one (31) samples were returned. Of the samples, two (2) were received in used condition without their original packaging and twenty-nine (29) were received in new condition in their original, unopened packaging. Visual inspection showed no discrepancies. Functional testing involved leak testing and a leak was detected in the air vent of the filter of the first sample that was tested. As a leak was detected and the complaint confirmed, the remaining samples were not tested. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. The problem source could not be identified. Based on evidence and investigation, the complaint allegation was confirmed. Updated: device evaluated by MFR.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking at the filter. It was reported that the patient was receiving antibody therapy (blinatumomab) in a study and that after two to three days the drug was leaking out of the filter on the set. Subsequently the set was changed to continue therapy. No adverse patient effects were reported.